Manufacturer narrative:
There have been no trends identified related to this type of event. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.